Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 39 mg/dl. The customer treated with juice. The customer did not mention any symptoms of their blood glucose levels. The troubleshoot was performed and found the insulin pump was working fine. The product will not be returned for analysis.